Event description:
Upon internal review on 16-jan-2018, the report previously considered as non-valid became valid because an additional event of device malfunction was added based on the information received on 06-dec-2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This non valid unsolicited case from united states was received on 06-dec-2017 from other non-health care professional. This case concerns patient (demographics unspecified) who received treatment with synvisc one and later after unknown latency had adverse events; also, device malfunction was identified for the reported lot number. No medical history, past drugs, concomitant medication or concurrent condition was provided. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection (frequency, dose, indication and expiry date: unknown) (batch/lot number: 7rsl021) bilateral. On an unknown date, after unknown latency, patient had adverse events (unevaluable event). Action taken: unknown. Corrective treatment: not reported for both events. Outcome: unknown for both events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 06-dec-2017 and 29-dec-2017 (processed with clock start date of 06-dec- 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly additional information was received on 16-jan-2018. Validity of the case was updated. Global ptc number was added. Clinical course was updated and text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 15-01-2018: the follow up information received doesn't change the prior medical assessment of this case. This case concerns a patient who received synvisc one injection from the recalled lot and had adverse events. The concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.